Event description:
It was reported that a pt experienced a series of asystole events and the system did not provide any alarms. There was no reported pt death or injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.